Event description:
It was reported that the screw broke in half while fitting it in the tibia during the posterior cruciate ligament reconstruction. The surgery was delayed over 30 mins but no add'l adverse consequences were reported from this event. No further pt info is available from the customer. This device is used for treatment.

Manufacturer narrative:
The device is expected for eval but has not yet been received. A f/u report will be submitted upon completion of the investigation.